Event description:
It was initially reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no additional programming done at that time and the lead remained in service. No adverse patient effects reported. It was later reported that this lead was surgically abandoned. No adverse patient effects reported.